Manufacturer narrative:
This is the third of the three medwatches submitted for this event. One console and two hand-pieces were used in the event, and failed with the e12 internal error. Additional information on the event is not yet available. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown procedure the device yielded an e12 internal error message of not recognizing the hand-piece on the console. Another hand-piece was used before this one, and gave the e12 error message as well. There is no reported harm, or adverse impact to the patient or procedure.

Manufacturer narrative:
The device has not been returned, as such an actual device evaluation is not performed. Evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Customer reported issue is an e12 internal error when trying to use the mdhp100a with mdcons100. As the device was not returned for evaluation, a conclusive root cause could not be determined. If the device becomes available at a later date, the investigation will be updated accordingly with the findings of the inspection. A review of device history record (DHR) records provides no suggestion that the manufacturing process contributed to the proposed reported failure as the device met all final release criteria prior to shipment in 2017. This includes passing functional checks as listed in the inspection procedure. CAPA history review indicated that prior investigation under a CAPA year 2016 has been completed and verification was proven effective. This CAPA suggests that the proposed reported failure may be attributed to the source of electrical short (low resistance between 5v and ground) is the mdu, resulting in an e-12 error on the console. This cannot be verified with mdhp100a, serial number: (B)(6) as the device has not been made available for physical evaluation.